Event description:
During a follow-up, the device was found at the elective replacement indicator (eri). It was suspected that there was a overestimation of the longevity of the device. The device was explanted and replaced and the patient was stable.

Manufacturer narrative:
The reported device was returned for evaluation. The field complaint of longevity anomaly was not confirmed. Evidence from the device image show there was a false eri triggered in (B)(6) 2018, consistent with the device being set to auto-capture and high output mode at times. The device entered backup mode in the lab during the initial evaluation process very likely caused by temperature changes. After installing a new battery and re-loading the product code, the pacer was tested under nominal and field settings and the results demonstrated normal functionality. The total projected longevity based on field settings is 10.0 years; implant duration is 11.3 years which exceeded the projected longevity and it is considered normal battery depletion.